Manufacturer narrative:
Baxter is in the process of inspecting the trusystem 7000 dv table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that when trying to move the or table, no movement was seen and all that could be heard was a motor sound. There was no patient/user injury reported.this report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device could not be performed as the field service was not on site and no further data was provided. After three follow ups no response was received, the trusystem 7000 surgical table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anesthesia. ¿ task-related patient transfer within the operating theatre. ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. It was confirmed that the problem was solved by restarting the table. Based on this no further action is required.

Event description:
The customer reported that when trying to move the or table, no movement was seen and all that could be heard was a motor sound. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).